Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that 263 days following a percutaneous coronary intervention drug eluting stenting treatment procedure, the pt returned with angina and a subsequent CABG. The index procedure treated the 70% stenosed 2.5x12mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre-dilation and the placement of a 2.5x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. Non target lesions were also treated in the index procedure located in the mid and proximal right coronary arteries, but treatment specifics were not available. The pt was discharged the next day on aspirin and clopidogrel. At 263 days following the index procedure, the pt presented at the emergency room with complaints of chest pain. The pt was treated with oxygen and the chest discomfort went away. The pt was discharged two days later on aspirin and clopidogrel with plans to return for catheterization and warfarin was discontinued, as per a hip surgery approx a year prior replaced aspirin and clopidogrel with warfarin therapy. The pt returned 15 days later for a planned catheterization which revealed 60% stenosis in the distal left main coronary artery, 30% stenosis in the proximal lcx and 50% stenosis in the right coronary artery. A CABG of the posterolateral of the lcx and lima to the left anterior descending artery was performed 295 days post the index procedure.